Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test, occlusion test and p-cap / reservoir will not lock properly due to missing retainer. Unit passed rewind, prime/seating, basic occlusion, force sensor test, sleep current measurement, active current measurement, and self test. No unexpected alarms noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a unexpected error and pump error twice. The customer¿s blood glucose was unknown. Troubleshooting steps were provided for pump error. Customer ran the self test and the no abnormalities found. The insulin pump will be returned for analysis.